Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary =according to the information received, it was reported that during the surgery, when tightened the suture, the suture was broken off. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the inserter does not show structural anomalies, also only the inserter without anchor or suture was returned. As the suture was not returned for evaluation: therefore, this complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 116l440, and no non-conformances related to the reported complaint condition were identified. Based on that the suture was not returned, this complaint cannot be confirmed. A possible root cause for the issue experienced by the customer can be attributed to the procedural variables, such handling of the device or product interaction during procedure, however, this cannot be conclusively determined. As per IFU-109285 use instructions are provided, also excessive tension may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Correction d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in china that during an unspecified surgical procedure performed on (B)(6) 2023 it was observed that microfix qa+#3/0 oc v-4 suture device broke off when the suture was tightened. It was reported that another like device was used to complete the procedure. There were no reported adverse patient consequences. There was no surgical delay reported. No additional information was provided.